Event description:
It was reported the statlock "disintegrates in the adhesive dressing during removal" with risk of PICC line removal during dressing removal." It was stated this occurred with 3 devices. This report addresses the third device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of judy0631 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (judy0631) have been reported from the same facility in (B)(6).